Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further the recipient experienced vertigo, which was already present before implantation surgery. However, a contribution of the extra-cochlear electrode channels cannot be excluded. This is a final report.

Event description:
The user's speech performance and tolerance to stimulation levels have significantly decreased since april 2024. The user also reported a sudden change in ability to tolerate his audio processor and programming with a sharp decrease in speech clarity. He has been using the softest program since june 2024. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further the recipient experienced vertigo, which was already present before implantation surgery. However a contribution of the extra-cochlear electrode channels cannot be excluded. A re-insertion surgery is planned in (B)(6) 2024.

Event description:
The user's speech performance and tolerance to stimulation levels have significantly decreased (B)(6) 2024. The user also reported a sudden change in ability to tolerate his audio processor and programming with a sharp decrease in speech clarity. He has been using the softest program since (B)(6) 2024. A revision surgery is scheduled in (B)(6) 2024.

Event description:
The user's speech performance and tolerance to stimulation levels have significantly decreased since (B)(6) 2024. The user also reported a sudden change in ability to tolerate his audio processor and programming with a sharp decrease in speech clarity. He has been using the softest program since (B)(6) 2024. A revision surgery is scheduled in (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.